Manufacturer narrative:
Sensor 3mh001tfh00 has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). The sensor plug assembly was inspected, no failure mode was observed. Upon further visual inspection of the sensor, corrosion was observed coming from the sensor casing. The sensor was sent for further investigation and de-cased. Extensive corrosion was observed across the printed circuit board assembly (pcba). Therefore, the issue is confirmed due to corrosion caused by liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre 2 sensor on the 4th day of wear. The customer reported subsequently experiencing symptoms of weakness and "could not move", and was treated with date sugar and drink by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned, however, extended investigation is pending at this time. A final report will be submitted once additional information is obtained. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre 2 sensor on the 4th day of wear. The customer reported subsequently experiencing symptoms of weakness and "could not move", and was treated with date sugar and drink by a third-party. There was no report of death or permanent injury associated with this event.